Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for an unknown dbs therapy. It was reported that the patient turned their stimulation off at night to preserve the charge on the ins. The caller stated that up until recently it was taking 1.5 hours to charge the ins. Since july 2018 (the caller stated over the past week) it was taking 2.5 hours to charge their ins. The caller stated that the patient started to charge ins when it was at 75%. The patient was then connected to recharger and the recharger was showing 8 coupling boxes consistently. The caller was not able to say if the patient had seen any decline with coupling because the patient never looked at the screen. It was reviewed to have the recharging equipment checked. The patient's ins was at 100%. There were no symptoms reported. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient did not know the cause of the ins taking longer to charge. They said it was working properly now, it takes about an hour and 40 minutes. It just started working properly again. They didn't do anything different. The issue was resolved. There were no further complications reported.